Event description:
It was reported that the device would not operate on battery power. There was no patient involvement when the issue was observed, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer was advised to allow the battery to charge for 10 hours, then retest. If the device still does not operate on battery power, the customer was advised to replace the battery. The customer reported that the battery was replaced to resolve the issue. The device was returned to service.